Event description:
An administrator reported that the probe "displayed oil leak where the contact with the eye is performed" during an examination. The examination was able to be completed using the same equipment after the oil leakage was wiped from the probe. There was no harm to the pt and the scans were reported to be "ok".

Manufacturer narrative:
The company rep examined the system and performed preventive maintenance. The company rep replaced the biometry probe. The system was then tested and met product specs. The root cause is unk. (B)(4).